Event description:
It was reported the pt lost effective stimulation coverage on one side. An sjm rep met with the pt and found that half of the scs sys contacts had invalid impedances. The rep attempted to reprogram the sys using the other half of the contacts but was unsuccessful. X-rays were taken and it revealed the lead is fractured. The pt will meet with his physician to discuss possible surgical intervention at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.